Manufacturer narrative:
Alleged failure: "it was reported that the transmitter stopped working during a case resulting in loss of image on both screens. The procedure was completed successfully using the hardwire." Probable root cause(s): product was not received in-house at stryker endoscopy. Based on the reported symptoms, probable root causes can include: 1)mainboard failure. 2)power supply failure. Both devices will need to be returned for testing in order to confirm failure mode. This complaint investigation was closed based on the device not received. In the event that the device and/or additional information is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.